Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va112jg, implanted: (B)(6) 2015, product type: lead.

Event description:
The patient reported loss of stimulation sensation and therapeutic benefit. Patient stated that she had a reprogramming session with manufacturer rep on (B)(6) 2016 and she thought that she was on program 4 at 8.5v but could not remember. The patient&#62688;husband stated that rep never told them what the "right" program number was. The patient was not feeling stimulation while therapy was on. The patient stated they currently on program 1 at 8.5. Patient stated that before she could feel the stimulation in butt check and then urinary area however shortly after reprogramming session patient stopped feeling stimulation. Patient made a comment that she thinks the wire might have moved. The patient reported change in location of stimulation sensation. Patient saw representative for reprogramming session due to loss of therapeutic benefit. The patient&#62688;indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.